Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The patient encountered an air detected in cassette warning in fill 1 of 5. Treatment was stopped and fluid was found in the cassette door and on the external part of the cassette. In a follow up, a pd nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler air dry and resumed using the next evening. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.